Event description:
User's father reported a problem with the ucp joystick sticking causing uncommanded motion forward. Caller states the rubber boot seems to slide under the housing causing the joystick to stick in a forward position. Caller states that the user was pinned against a wall while sitting on the floor as an assistant was guiding the device slowly toward him. The left caster wheel ran over the user's right leg and then hit the wall. Several assistants released the user by leaning the device back and pulling it away from him. At that time the wheels were not driving the device into the user, who was pinned for 2 to 3 seconds. Caller states the user was briefly short of breath with rib pain across front middle of chest for a few minutes and tenderness. Leg was tender and painful and user sustained a superficial cut on the end of his left arm at elbow where arm was previously amputated - treated with an adhesive dressing. No medical attention, but user's father is a doctor, and he reported no neck/back injury or abdominal pain noted in his examination.

Manufacturer narrative:
Service was dispatched to retrieve the device electronic configuration file (ecf) for review. A report on field service activity (sar) and a device checkout record (fcr) is forwarded to the complaint handling unit (chu) per standard operating procedure. Ecf review found no indication of joystick/ucp failure. No events or alarms were present in the logs that would have contributed to the described event no fail-safe conditions occurred which would have triggered a black box snapshot. Evaluation of the event and alarm data, covering a six month time period in 2008, reveals no indication of a problem with ucp or joystick command. At this time, only a mechanical evaluation of the ucp could confirm/rule out the presence of the physical defect described in the complaint. The ucp is not available for evaluation as the user declined to pursue the non-warranty replacement of the assembly at this time. The user was advised not to use the device as the reported event could recur. The user and his father were advised that the ucp should be replaced. The user has not reported any recurrence of the described event.